Manufacturer narrative:
Additional, changed, and/or corrected data: d1, d9, h3,h6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety-product/procedure: unable to observe as it is not related to the device. Capsular contracture: unable to observe as it is not related to the device. Additional observations: observed creases on the device. Observed wear abrasion on the device. Black particles observed on the surface of the shell. Observed opening assessed as surgical damage. No further actions are required since no manufacturing issue is observed.

Event description:
Healthcare professional reported right side capsular contracture baker grade iii and due to voluntary recall. Device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii, anxiety-product/procedure.

Event description:
Healthcare professional reported right side capsular contracture baker grade iii and due to voluntary recall. Device has been explanted.